Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable has to be held with a rubber band in order for the pump to charge. The customer's blood glucose level was 359 mg/dl. Customer continued using the pump for insulin therapy.